Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, bone resorption, mobility. (B)(6) and (B)(6) are the same patient.